Event description:
Consumer reported that she had been diagnosed as having toxic shock syndrome (received in the u.s. On 7/9/1998) doctor's report, received in the u.s. On 7/15/98, indicated "presumptive toxic shock syndrome diagnosed" (6/30/98).